Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'multiple false upstream occlusions' which were verified through a review of the event history log but not reproduced during evaluation. The cause was determined to be an out of specification ultrasonic sensor and failed calibration. The ultrasonic sensor was replaced to correct this condition.

Event description:
It was reported that a spectrum pump alarmed multiple false upstream occlusions during testing. There was no patient involvement. No additional information is available.